Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - patient was implanted with a bard soft mesh during an abdominal sacrocolpopexy. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney report alleges that in 2010 the patient underwent an abdominal sacrocolpopexy with placement of bard soft mesh. No specific device failure was alleged and medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review was performed and no manufacturing issues were identified during the review. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.